Event description:
See also MFR report 3004209178-2010-00499. The pt experienced a loss of therapeutic effect; he fell down five times the previous day. The physician stated the batteries were low and needed replacement. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).